Event description:
It was reported that 2 weeks following a rotator cuff repair, the pt's incision showed signs of swelling and appeared to be full of pus. The pt was told by the physician that the sutures had dissolved. The pt required a repeat surgery.